Event description:
It was reported, the bronchovideoscope had brown rust-like moisture appear. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of appearance of brown rust-like moisture was confirmed. Additionally, during the device evaluation, it was found that the coating of the insertion tube peeled off. Based on the results of the investigation and the information provided, it is likely that the rusty moisture occurred due to inadequate reprocessing and coating peeled off due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection 3.2 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was an unspecific diagnostic procedure which was completed using a similar device. There were no reports of delay.